Event description:
During a mapping procedure using the navistar catheter, the physician found that the catheter was unusually angled and advanced to different way from the patient's rv fluoroscopically. Later, the patient complained of abdominal oppression and his blood pressure went down. From the EKG, the physician speculated that it was a moderate cardiac tamponade. It may have occurred when the physician pressed the catheter tip to the patient's cardiac chamber during the 2.5 hours of mapping. The physician believed that there was a possibility where it could have perforated the cardiac chamber, but unknown at what point it happened. Drainage was performed. No hospitalization or extended stay was required. The patient condition is stable and had fully recovered.